Event description:
The customer reported the cc4204a collamer single piece lens tore as it was being inserted. The lens was removed without altering the incision and discarded. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).